Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and viewed the event logs to determine the issue was due to an alarm delay configuration set up. Information was provided regarding alarm delay times and was sufficient for the nursing staff to understand why the alarms were not sounding immediately. The customer was able to test and verify with a simulator. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that the alarms may not be sounding for spo2. The device was in use on patient at time of event, there was no adverse event reported.